Event description:
It was reported that, during preparation for a lithotripsy procedure to treat ureteric stones, the fiber broke in two pieces outside the patient. The procedure was completed with another fiber. There were no patient complications.

Manufacturer narrative:
D4 unique identifier (UDI) #, expiration date and lot number were corrected based on additional information provided by the complaint investigation site. With all the available information, boston scientific concludes that the reported fiber break during preparation was confirmed. The fiber was identified to be broken in two pieces during visual inspection. The tip and the connector were inspected with the microscope, and no abnormalities were identified and light was passing through the fiber connector. Product analysis noted that the fiber had not been used. Based on analysis results and information available, it is likely the kink occurred after the device was packaged during manufacturing but prior to use of the device by the complainant. The instructions for use (IFU) instructs the user to inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement.

Event description:
It was reported that, during preparation for a lithotripsy procedure to treat ureteric stones, the fiber broke in two pieces outside the patient. The procedure was completed with another fiber. There were no patient complications.